Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of ventricular sensing. The device was reprogrammed to aair mode which electrically abandoned the rv lead. The rv lead remains in the patient. The patient is a participant in the systems' longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4068-45 lead implanted 2002 (B)(6). (B)(4).